Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer is on the insulin pump and had an issue where some of the pump settings were changed. Caller states the pump is asking to input the customer's carbs but the are unsure why. Caller states that her husband had a high blood glucose level this morning and the customer doesn't wear the insulin pump at night. Caller reported that the customer was instructed to not wear the pump at night after a low blood glucose level in (B)(6) 2017. Caller mentioned the nutritionist changed a setting and the pump is unable to take the standard 2.0u of insulin as corrections. The customer has been having low blood glucose levels at night since getting on the insulin pump. Caller stated that the doctor was contacted to check the settings but they were told that he didn't have the settings. Customer was advised to talk to their healthcare provider about the pump settings. Caller declined troubleshooting for low blood glucose levels and reported the customer was taken to the hospital by an ambulance on (B)(6) 2017 with a low blood glucose level of 32 mg/dl. The customer also had a low blood glucose level of 45 mg/dl on (B)(6) 2017 and drove to the hospital/emergency room. The insulin pump will not be returned for analysis.